Event description:
It was reported that during intra-op, there was no stimulation response from nim pi. The stim return was not 0, which would indicate that current was being delivered. There was no patient impact.

Manufacturer narrative:
H3: impedance self-test failed, fuses broken medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.